Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump touch screen would time off too soon. Customer¿s blood glucose level was between 200 and 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.